Event description:
It was reported that the insulin pump alarmed low battery and the customer forgot about it. Later that day, the customer noticed the insulin pump was off. The customer inserted a new battery and the time was correct. It was stated that since then the customer has experienced high blood glucose readings have been around 27 mmol/l; current value is 14.8 mg/dl. The insulin pump has no damage and the drive support cap is normal. Time, date, basal rates and bolus wizard are set up correctly. During troubleshoot is was found that insulin had been exiting from the site rather than delivering into his body. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.